Event description:
On march 2, 2009, the lay user/patient contacted lifescan (lfs) alleging that she lost her onetouch lancing device as a result of the product being too small and not having a grip. The complaint was classified based on the customer care advocate's (cca) documentation since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that she lost the lancing device on the morning of the month prior. It is unknown if the patient discontinued testing her blood glucose as a result of the issue. The cca noted that the patient manages her diabetes with pills; however, it is also unknown if the patient made any changes to her diabetes management as a result of the issue. The next day at 1:00pm, the patient claimed she developed symptoms of feeling dizzy, shaky, and sweaty. Approximately 10 minutes after developing the symptoms, the patient reported that she had more food and/or drink. Replacement product was sent to the patient. This complaint is being reported because the patient claims she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.